Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There is no further donor information provided due to privacy issues. Complete information : patient identifier: (B)(6).

Event description:
The customer reported (B)(6) architect cmv igg results on four donor units. The first round of testing (B)(6) 2018 thru (B)(6) 2018: (B)(6). Second round of testing (B)(6) 2018 thru (B)(6) 2018: (B)(6). Third round of testing (B)(6) 2018 thru (B)(6) 2018: (B)(6). There was no reported impact to donor/patient management.

Manufacturer narrative:
During the site visit by the abbott field service engineer (fse), the gravimetric test was performed to test the precision and accuracy of the sample syringe and trigger valve and both failed. The fse replaced the 100ul trigger pump (rohs) [part number 7-96344-02] and syringe assy (rohs) [part number 7-77650-05]. The fse also replaced the valve, manifold kit during the troubleshooting process. Service verified the system function by performing successful calibrations as well as a successful control run. No additional discrepant results were reported after the parts were replaced. Return testing was not completed as returns were not available. A review of the instrument service history found no service or complaint issues on or around the date this complaint was initiated. A review of the architect system operations manual provides information for the troubleshooting and maintenance concerning erratic / discrepant results. The architect i2000sr service and support manual contains adequate information for the troubleshooting, removal, and replacement of the 100ul trigger pump (rohs) and the syringe assy (rohs). A review of the i2000sr tracking and trending data revealed no systemic issues or trends associated with the erratic result issue described in this complaint. A search for similar complaints identified no trends for the 100ul trigger pump (rohs)[part number 7-96344-02] or the syringe assy (rohs)[part number 7-77650-05]. Based on the investigation no product deficiency was identified for the architect i2000sr; serial number (B)(4), the 100ul trigger pump (rohs)[part number 7-96344-02] or the syringe assy (rohs)[part number 7-77650-05].